Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the pump leaked insulin at the connector instead of filling the infusion tubing; inspection showed the cartridge undamaged and tubing empty, and the connector was reportedly easy to remove, after which the user replaced the connector and successfully completed the supply change without incident. Symptoms included no reported adverse clinical effects and blood glucose remained within normal range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint assessment and troubleshooting with user education. Investigation of this case revealed that the user believed the luer connector had not been properly seated prior to attempting to fill the tubing, consistent with an incorrectly attached infusion set connector. It was concluded that the event was due to user error related to connector seating, and device function was restored with a new connector.